Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a foreign object was found inside the catheter body of a 7f .078-inch extra backup (xb) 3 100cm vista brite tip guiding catheter. There was no reported patient injury. The device will be returned for evaluation.

Event description:
The device was returned for evaluation.

Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.